Event description:
It was reported that during the lap sigma procedure, the jaw of the laparasonic coagulating shear would not open or close correctly and did not function.there were no patient consequences.